Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient this had hematoma. A pocket debridement and hematoma evacuation was performed and the device remains in service. No additional adverse patient effects were reported.